Manufacturer narrative:
510(k): k212323. Investigation evaluation: the products said to be involved were returned in a biohazard bag with three open pouches from the lot number provided in the report. The labels match the products returned. Devices #1 - #3: our laboratory evaluation of the products said to be involved confirmed the report. A visual examination confirmed the clip housing has separated from the coil catheter but remains attached to the end of the drive wire, in a closed position. The clips could not be reopened. The devices were viewed under magnification and a product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #3 (additional investigation not associated with the identified failure mode): as this device was initially associated with cook ref pr (B)(4) a function test was attempted, in order to deploy the clip. With handle manipulation the clip deployed, with some resistance encountered during deployment. The device was then advanced into the accessory channel of a pentax colonoscope (2.8mm channel) which was placed in a simulated lower gi position. The tip of the scope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire moved freely inside the outer sheath. A visual examination of the clip, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned devices confirmed the report. A corrective action (CAPA) has been initiated to reduce occurrences of the clip housing detaching from the cath attach for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. The instructions for use states: "uncoil device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Precaution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip." The instructions for use states: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope, duodenoscope, or colonoscope. Note: if difficult to advance device, relax elevator and/or straighten endoscope.¿ failure to follow the instructions above can result in damage to the device which may lead to premature clip deployment. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During colonic bleed hemostasis, the physician used multiple cook instinct plus endoscopic clipping devices. It was initially reported that the clips all detached before positioning to the tissue bleeding site. It was reported that one of the detached clips prior to acquiring the tissue was left inside the bowel, unable to retrieve. This was initially interpreted by cook to be the clips prematurely deploying in an unknown position and was captured in cook reference pr (B)(4) (emdr # 1037905-2024-00528). On 04 sep 2024, three devices returned and were tromboning [clip housing had detached from the cath attach but remained attached to the drive wire] [subject of this report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.